Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from hairline cracks in the stay safe connector during fill 1 of treatment and the treatment was cancelled. Fluid did not come in contact with the cycler. Upon follow up, the patient confirmed that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient reset up with new supplies and continued peritoneal dialysis therapy with no further issues. The cycler set used by the patient was returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from hairline cracks in the stay safe connector during fill 1 of treatment and the treatment was cancelled. Fluid did not come in contact with the cycler. Upon follow up, the patient confirmed that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient reset up with new supplies and continued peritoneal dialysis therapy with no further issues. The cycler set used by the patient was returned for physical evaluation by the manufacturer.

Manufacturer narrative:
The complaint product sample was received on 08/05/2022 from the clinic for physical evaluation, the sample was received with original package with label for identification with product number and lot number. The complaint product samples were visually inspected and it was found that the clear body connector is damaged. During the disinfection of complaint product sample the alleged failure mode was confirmed, a leak was found in the clear body connector. During the visual inspection a crack in the clear body connector was found. The alleged failure mode was confirmed during sample evaluation. The filter is a component that is manufactured by an external supplier, therefore, this kind of failure mode could only be caused by the external supplier. The reported incident is attributed to an external component from supplier; a notification of this complaint was made to the supplier. A device history review (DHR) was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lots involved. All the applicable in-process and final inspection tests were found with acceptable results. The event was confirmed based on the sample evaluation; returned sample was scrapped after evaluation.